Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the aspiration tube conical sleeve fold (the protector had creases), however the reported allegation was not confirmed. Upon further inspection, it was observed that the connecting tube had a wrinkle due to chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: universal cord, switch box, switch 1 and on the suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope aspiration tube tested positive for microbial contamination. The reported issue occurred during reprocessing prior to a diagnostic gastroscope. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.